Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "img_6112.jpg, img_6113.jpg, img_6114.jpg, img_6116.jpg". Visual analysis of the photo revealed that the protec slv/ flex/ lg for nl 8-11 / -s was found deformed inside. No other problem was found. Functionality of the device cannot be assessed through photo evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for protec slv/ flex/ lg for nl 8-11 / -s. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part:03.043.033s lot:10339247 manufacturing site: werk selzach supplier: gemü gmbh release to warehouse date: 30 sep 2022 expiration date:30 sep 2027 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 as the surgeon was beginning to use the 12mm opening reamer for the tibial nail, the opening reamer caught the middle inside of the 8-11mm protection sleeve and destroyed the inside. The surgeon then took out the sleeve and and replaced with the only available 8-13mm. Case proceed as normally with not derbies left inside the patient. Procedure was completed successfully with surgical delay of three(3) minutes. No patient consequences. This report is for one (1) protection sleeve/ flex/ long for nails ø 8-11mm / sterile. This is report 1 of 1 for complaint (B)(4).